Manufacturer narrative:
(B)(6).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. The patients condition is good after the event.